Event description:
Became aware on 03/26/2001 that cvp catheter initially inserted 1 day before the event date, was noted to have displaced on the event date, resulting in extravasation of tpn into chest. Chest tube was inserted and cvp was replaced.